Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation, as the devices are still in vivo. However, based on the available information the investigation is conducted with outcome as follows. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend has been identified and CAPA was initiated and performed. Review of event description: the case at hand has been opened based on information found in additional documents provided for the left hip side (case for the left hip side is reported in case (B)(6)). On (B)(6) 2008, patient was operated on the right hip as well. A durom acetabular cup, size 44 and a spotorno 125° stem was implanted. Similarly to what was reported for the left side, a difficult repositioning process was described on this right hip as well. During the post-operative x-ray control, a horizontal tilting of the acetabular cup was noticed. As a result of that, the cup was revised again on the very same day. The durom acetabular cup was explanted, washed and re-implanted while using bone cement. It has to be mentioned that the durom acetabular cup is designed indicated for cementless application. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Additionally, while implanting another durom acetabular cup on the right hip side, the cup tilted and was re-implanted on the same day, applying a cemented surgical technique ¿ which is in contrary to the prescribed surgical technique. This is off-label use. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for review as it is still implanted. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Since the durom cup was removed and reimplanted as well as cemented, this case will be handled as off-label use. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 44/38, code d, on (B)(6) 2008 on the right side. It was reported that during implantation of the durom cup, the closed reduction process was difficult and the cup needed to be reoriented. After surgery, it was found on the postoperative x-rays that the cup was tilted horizontally. Thus, a revision surgery was performed on the same day. The durom cup was explanted, washed and reimplanted on the same day by using cement to fix it (some holes were done in the bone to put some cement). This is a bilateral patient, the left hip side is treated in (B)(4) (legal claim). The case at hand has been opened based on information found in additional documents provided for the left hip side.